Event description:
The external pulse generator was returned to the company service department in accordance with the field advisory. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the keyboard pad was contaminated and the liquid crystal display (lcd) was out of specification. It was also noted that the ring was bent, two side bail covers were broken and the lower case was broken.